Manufacturer narrative:
E1: reporting institution phone number: (B)(6). Reporter phone number: b)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that that the tidal volume is not achieving when the device is turned on. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Investigation on going.

Manufacturer narrative:
Per gfe (good faith effort) response, the authorized service provider (asp) confirmed that there is a problem with the flow sensor of the ventilator, pipeline failure. The pipeline is not an original product. It is unknown what the resolution of the reported issue was. No further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.